Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during mid operation of a lap bowel resection , the structural balloon didn't deploy twice. This occurred on the port. No harm to patient. No known adverse outcome.

Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that device 2 had the tip of a syringe broken off in the reflux valve. Additionally, the valve was cracked and the balloon was unable to be inflated. Balloon one had no visual or functional abnormalities. Balloon three had no visual abnormalities but a leak was observed at the distal end of the balloon during functional testing. The devices were forwarded to engineering for further evaluation of the leak in the distal end of the balloon on device 3. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified balloon 3 was broken inside the silicone coating. The silicone coating does not show any damage. The complaint condition is not confirmed for sample number 1. The root cause for the conditions on units 2 and 3 are associated to inappropriate handing of the device. Replication of the cracked reflux valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the reflux valve. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. Replication of the leak may occur from inadequate handling of the balloon. The separation of the inner flange from the inner sleeve is consistent with over inflation of the balloon. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.